Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Additional findings not related to customer reported complaint: the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The instrument was found to have a grip input disk broken. Input disk 7 was found broken. The complaint regarding the clips falling off was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips were falling off the medium-large clip applier instrument. No known impact or patient consequence was reported.